Event description:
International affiliate reports that before use, the neurosurgeon tested the mechanism by tapping the tip of the perforator. He then made two perforatons of the cranium. During the third perforation over the midline, the perforator damaged the dura and the sinus sagittalis.